Event description:
Upon receipt of additional information, it has been determined that this device malfunction is not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device malfunction is not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the connecting bolt stripped out of the nail during compression. This caused a delay of 30 min or more. No further information is available at this time.